Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening, white calcification on the shell, yellow biological tissue on the shell, and creases fold. Leak test and microscopic analysis was performed which identified: a crease sharp opening on radius and non-penetrating nick. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a crease sharp opening on radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.